Manufacturer narrative:
While it is not definitively known if the orthodontic resin used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material.

Event description:
It was reported that a patient with several known allergies developed swelling of the lips with burning after wearing a retainer fashioned using orthodontic resin for one night. The symptoms lasted for several days, for which benadryl was taken.